Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing bleeding, bruising and a scab, while wearing the pod for longer than 48 hours. In addition the patients reported blood glucose levels were below 50 mg/dl. As treatment, the patient applied a new pod.